Event description:
Boston scientific received information that the patient implanted with this pacemaker had experienced syncope. It was unclear as to the cause and the health care provider had requested assistance with device programming to perhaps alleviate the patient's symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received regarding this patient's syncopal episodes. The patient's syncopal episodes are associated with coughing which has began since the initiation and ace inhibitor therapy. The physician did not find anything wrong with the patient's pacemaker or leads. The syncope is believed to be vagally mediated and the patient will have a neurological consultation to follow up. In the mean time, the patient's medications were changed to prevent the coughing episodes, but was stated it may take weeks to get the medication out of the patient's system. The following physician was inconclusive about the cause of the syncope but did try an reprogram the sudden brady response feature to see if this would assist with the syncope.